Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the screen turns black with no image, air and water cylinder and tube has foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. The most probable cause of the black screen with no image was due to damage on the objective lens. The foreign objects present in the air and water cylinder and tube could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had interference lines. The event occurred during installation. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.